Manufacturer narrative:
(B)(4).

Event description:
A report was received that the patient was having pain at the ipg site due to the patient&#38112;slim shape and it was not providing the buffered padding with a fatty tissue. The patient will undergo an ipg site revision.

Manufacturer narrative:
(B)(4)

Event description:
A report was received that the patient was having pain at the ipg site due to the patient&#38112;slim shape and it was not providing the buffered padding with a fatty tissue. The patient will undergo an ipg site revision.